Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. An unapproved ovd was used in the delivery system. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) became stuck in the injector during an implantation attempt. The surgeon didn't want to use it any further, so he removed the tip of injector form the eye and pushed the plunger further. The lens shot out of the injector onto surgical field. There was no harm to the patient. Another lens was implanted instead. The reporter indicated that an unapproved ovd was used in the device.